Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire insulation damage that could have caused the pump stop events captured in the submitted log files while the device was connected to the mobile power unit or power module. Approximately 19.25¿ of the distal replaced driveline was returned with controller connector. The jacket was covered in rescue tape along its length, and removal of the tape noted intermittent tears in the jacket. The wires were found to be electrically intact with no areas of current leakage through the insulation. The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump housing, and a distal portion of the driveline was returned measuring approximately 26¿ with a driveline repair. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit, apical sewing ring, sealed outflow graft, sealed outflow graft bend relief, and sealed outflow graft bend relief collar were not returned. Upon disassembly of the pump body, an adhered, tissue-like thrombus ring was found around the inlet bearing ball that demonstrated laminated layering as well as denaturation at its edges. These findings indicate that the deposition appeared to have formed in that location during support over an undetermined amount of time. The thrombus ring could have contributed to the intermittent power changes captured in the submitted log file due to drag on the rotor. Continuity testing on the driveline returned with the pump revealed no shorts or discontinuities. Examination of the wires revealed two insulations breaches in the brown wire as well as an insulation breach in the yellow wire. The location of these breaches appeared to be internal. The driveline was submerged in a saline bath for insulation testing, which confirmed the insulation breaches. No other areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events. The wire damage appeared consistent with fatigue due to repetitive flexing and abrasion with the metal braided shield. The identified wire damage could have caused shorting between phases or to ground through the metal braided shield, which could have caused the pump stops captured in the submitted log files. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial # (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 1 ¿introduction¿ of the IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 (under ¿pump performance monitoring¿) outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump was exchanged on (B)(6) 2025.

Event description:
It was reported that the patient was seen in clinic for a routine follow-up. The interrogation showed 3 pump stops, and the patient had a heartmate ii (hmii). The log file submitted captured the pump stop events that was reported on 18feb2025. There were no others captured throughout the history. These events were very brief, lasting about 3 seconds each. The recorded data indicated that there were also several power elevations during this history. The momentary pump stop may have been caused by a high current event. These events all occurred while connected to mobile power unit (mpu) power. It could also be linked to potential issues with the percutaneous lead. The patient was admitted to the hospital and an x-ray of the driveline was performed. X-ray images submitted appeared to show some areas of ground shield inconsistency. This was not unexpected from an approximately 10-year-old driveline. With the data tech services currently had, they were unable to determine whether the pump stop events were a result of high current events due to a momentary elevation in power or an early indication of a short-to-shield event due to a fracture within the driveline. A driveline repair was performed for the patient with potential short to shield. Upon interrogation, low flow alarm and low speed advisory found at (B)(6) 2025 at 21:15. New log files were sent for review. The log captured 2 pump stop events at 9:15 pm 27feb2025 following the repair in the morning. This indicated that the repair did not remove the damage and that the suspected short may be internal. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The cause of the pump stop was the short-to-shield. The patient did not experience any symptoms. It was noted that the pump would be exchanged.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.